Event description:
The pt underwent bilateral first stage breast reconstruction with tissue expanders on 9/12/95. The pt was taken back to surgery on 10/14/95 for removal of right infected breast expander.